Event description:
It was reported that the pump exhibited motor drive failure. No patient injury or involvement was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. Did not notice any primary audible alarms in event history log but did notice invalid syringe size alarm. A review of the event history log identified auxiliary control unit (acu) watchdog failure and pump motor drive phase b post. During the functional testing the reported issue was able to be duplicated. The main board did not operate as intended. The root cause was unable to be determined. Replaced main board, also replaced battery as a preventative measure. Performed preventative maintenance and all functional testing which passed.